Event description:
Setting up procedure room for first case. Water not flowing through the erbeflo clever cap tubing. Changed to another erbeflo clever cap tubing with no problems noted. Tubing saved and given to unit's apsm. Erbeflo ref# (B)(4) lot# 20220269-pg.